Event description:
Pt is needing MRI brain. Hcp reports a note from pt's last visit ((B)(6) 2025) states scs is at end of service (eos)/depleted. Hcp looking to verify if they can proceed with scanning. Hcp unable to clarify device at eos.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a caller regarding an implantable neurostimulator (ins). The caller stated the ins hasn't worked in years and is possibly depleted. The caller had notes that the ins was working in 2019 but was depleted in 2025. The agent reviewed that the pt should still be able to charge ins to activate MRI mode, otherwise eligibility form would be needed to confirm eligibility. The agent reviewed MRI verbiage regarding a depleted ins.

Manufacturer narrative:
Health professional not previously checked in g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.